Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: atrial lead perforation early after device implantation: a case series. Heart rhythm case reports. 2021;7:100¿105. Doi.org/10.1016/j.hrcr.2020.11.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding right atrial (ra) leads. The article reports patients who experienced perforations with their ra leads. One patient developed a pericardial effusion approximately five minutes post procedure and the ra lead demonstrated varying sensing values. The patient developed a pericardial tamponade, leading to an emergency pericardiocentesis which resulted in the withdrawal of fresh blood. A thoracotomy was performed, and intraoperatively it was shown that the lead perforated through the right atrial appendage. The lead was explanted and replaced. Another patient, post implant, complained of severe left-sided pain. Radiography of the thorax immediately after implantation revealed an infiltration area in the right lower lung. The ra lead was repositioned and appears to be still in use. Another patient complained of thoracic stabbing immediately after implantation. On the first postoperative day, symptoms were decreasing, but the echo cardiograph showed a minimal pericardial effusion. After three weeks of intermittent symptoms, a computerized tomography (CT) scan of the thorax was performed, which revealed a pericardial effusion and a perforated atrial electrode tip. The oral anticoagulation was reduced which resulted in regression of the pericardial effusion. After resumption of full-dose oral anticoagulants, relapse of the effusion was observed. The ra lead was subsequently extracted, and the pericardial effusion was drained and revealed a dressler syndrome. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.